Manufacturer narrative:
This ipg serial number was included in field advisory. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported the pt was unable to communicate with the ipg using external devices and no longer had stimulation. The physician replaced the ipg. It was reported the issues were resolved with the surgical intervention.